Manufacturer narrative:
(B)(4). A full UDI number is not available due to the user not providing a valid lot number.

Event description:
It was reported "a balloon counter pulsation device was used during a pci procedure. After correctly preparing the balloon in accordance with the instructions, installing it and connecting it to the console, information was obtained about a leak in the system and blood appeared in the pneumatic line". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn #: (B)(4). Section d4: UDI number has been updated to (B)(4). Returned for investigation was a 40 cc 7.5 fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging carton that matches the serial number of the returned sample. The sample was returned in a cardboard box and was in a sealed plastic bag. Returned with the sample was supplied 40 cc inflation driveline tubing and data-scope inflation; dried blood was noted within the returned data-scope inflation driveline tubing. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane; liquid blood was noted within the sheath sidearm. Buckling was noted to the teflon sheath extrusion. Furthermore, the peel away sheath was noted on the iabc outer lumen. The one-way valve was connected and tethered to the short driveline tubing. The visible section of the bladder was fully unwrapped. A kink to the iabc central lumen was noted at approximately 20.5 cm from the iabc distal tip. Two bends were noted to the iabc central lumen at approximately 29.5 cm and 42 cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The peel away sheath was noted on the iabc outer lumen; however, the insertion type was noted as sheathed insertion, which indicates the user did not prep the iabc per the instructions for use (IFU). As a result, an inservice has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: under "sheathed insertion" section: "remove peel-away hemostasis device as follows: grasp wings of device leaving distal end of catheter pointing away. While pressing down along center of device with your thumbs, pull up on wings of device with your index fingers. Repeat this motion in other direction until hub is split in two. Peel the two halves of hemostasis device apart to remove. Advance iab into sheath while con-trolling proximal end of guidewire." Furthermore, the iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis de-vice. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and at-tempted removal in this manner may result in arterial tearing, dissection or balloon damage." The customer submitted photo was reviewed. The photo shows the screenshot of the reported event. The bladder thickness was measured at six points with measurements ranging from 0.0059 in-0.0065 in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. Blood was noted within the one-way valve upon cleaning. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate with some force. Upon removal of the sheath, the iabc bladder appeared typical with no visual damage or abnormalities noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of two (2) repeated leak sites consistent with contact from a sharp object were noted around the circumference of the bladder at approximately 23.5 cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025 in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 20.5 cm from the iabc distal tip, which is the location of the previously noted kink. Some blood was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 37.6 cm from the iabc luer, which is the location of the previously noted bend. Then the guidewire could not advance at approximately 61.7cm from the iabc luer, which is the location of the previously noted kink. Some blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for the "leak in the system and blood appeared in the pneumatic line" is confirmed. During the investigation, two punctures consistent with contact from a sharp object, were found on the iabc bladder, which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Unrelated to the reported complaint, the peel away sheath was noted on the iabc and the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU). As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "a balloon counter pulsation device was used during a pci procedure. After correctly preparing the balloon in accordance with the instructions, installing it and connecting it to the console, information was obtained about a leak in the system and blood appeared in the pneumatic line". At the time of this report, the customer has not returned our requests for additional information.